Event description:
On (B)(6) 2015, patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began in ¿march, date/time unknown.¿ the patient obtained a blood glucose result of ¿171mg/dl¿ on the subject meter compared to ¿130mg/dl¿ on another unknown meter, performed within 30 minutes of each other. The patient manages their diabetes with insulin (self-adjuster) and continued with their usual diabetes management routine as a result of the alleged inaccurate reading. ¿2-3 hours¿ after the alleged product issue began , the patient reported that he developed symptoms of ¿blurry and sweaty.¿ the patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site cca also noted that the test strip vial was intact; the test strips had been stored correctly and were within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.